Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the patient had discomfort during the use of the sensor and removed the sensor. Upon removal of the sensor, the patient's mother indicated that there was a lump at the insertion site and it was bleeding. She further indicated that the affected are had pus and smelled of infection. The patient's mother called their general practitioner and was advised to go to the accident and emergency (a&e) at the hospital. The patient was prescribed flucloxacillin. At the time of contact, the patient was feeling better. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.